Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked keypad overlay and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the customer reported his pump quit working, he went swimming and there was a crack on his insulin pump.customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.